Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition. It was further reported that the balloon ruptured on the second inflation and the device was removed after it ruptured inside the patient.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. At 12.4cm from the strain relief, the hypotube of the device was kinked. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 12mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition. It was further reported that the balloon ruptured on the second inflation and the device was removed after it ruptured inside the patient.